Event description:
The customer reported that while pipetting an antibody screening assay on summit sample handler, no sample was delivered to wells a4, b4, c4, e4, f4, g4 and h4 and no error message was posted to the user. The plate was aborted, the instrument was taken out of service and a field service engineer was dispatched. The engineer found dried serum on the clamp in position 4. He replaced the tip clamp and sleeve in position 4. No death or serious injury was associated with this incident.